Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The battery was replaced to address the internal battery degraded warning alarm. Correct device settings were imported to the device. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective battery and operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm and device settings had changed after battery replacement. The device was not in patient use when the reported event occurred.